Manufacturer narrative:
(B)(4). The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. The journal article states that a frontal inclination of the tibial resection was performed orthogonal to the proximal tibial epiphyseal axis (ptea), which was pre-operatively determined, in order to restore the correct obliquity of the joint line. However, this ptea technique is not mentioned in the zimmer unicompartmental high flex knee mis lateral surgical techniques brochure. Also, the article states that "in the sagittal plane, the tibial slope was set according to the pre-operative value; however, at not more than 10 degrees." However, the surgical technique states that the zimmer unicompartmental high flex knee system is designed for an anatomic tibial position with a 5 degree posterior slope, or even less especially in the lateral compartment. Per the unicompartmental knee package insert, loosening of the prosthetic knee components is a known adverse effect of this procedure. Despite the deviation in the surgical technique from that recommended by the implant manufacturer, this deviation is likely not the root cause of the nonprogressive radiolucent lines since they were observed in only (B)(4) out of (B)(4) ukas. Therefore, a definitive root cause cannot be determined.

Event description:
It is reported that twelve cases of incomplete and nonprogressive radiolucent lines were observed around the tibial component. The radiolucent lines were less than 1mm.